Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported phenomenon cannot be specified. The reported phenomenon was not reproduced at the repair department, and the leak test failed on the rear cover packing. Thus, it is likely that an image was not temporarily displayed because water entered temporarily. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k camera head image had an error message. The procedure was completed with another device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the device failed leak tests on the rear cover packing. The label on the rear cover was also faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.